Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that following implant of this electrode and pocket closure, the electrode position was noted to have changed. It was reported that the patient had lost 150 pounds, however, a lot of adipose tissue was present. Difficulty was encountered with initial electrode placement. The pocket was reopened and the electrode was re-tunneled deeper into the tissue. The position wasn't felt to be optimal, however, it was noted that the electrode was unable to be tunneled any deeper. Additionally, the electrode appeared to have an s shape with the patient laying down, however, appeared straight when the patient stood up. Sensing and defibrillation threshold (dft) testing was appropriate and successful. Subsequently, the patient experienced pain in both the sternal and lateral sites. No further interventions were undertaken. The electrode remains implanted and in service. No additional adverse patient effects were reported.